Event description:
Pfc cup and stem implanted in 1997. In 11/1999 pt had synovitis in aseptic hip. Fluid was aspirated. They decided to wash out the hip, and within the fluid they found fragments of polyethylene. The stem was left in situ, the cup was removed. Massive bone absorption, concentrated in the screw holes area enormous synovial membrane. Poly liner cracked and delaminated in the polar area.